Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. It was stated that the battery was changed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. Unable to verify for frozen display or unresponsive keypad/button due to blank display. The insulin pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.